Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The suspected motor assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from a site regarding an event that occurred during with an imaging system, during a spinal fusion. It was reported that while positioning the system in the operating room, the staff raised it up and the system would not keep moving. An error message to calibrate motion was displayed. The staff did not know the procedure to calibrate motion, so they continued the procedure using another imaging system. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.

Manufacturer narrative:
Additional information: manufacturing date updated.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.